Event description:
Caller reported a cartridge alarm during pumping, confirming a history of similar alarms with the same pump serial number. There was no adverse impact to the customer¿s blood glucose level, with the value remaining under 500 mg/dl (27.7 mmol/l). Technical support resolved to replace the pump while the customer intended to continue using the current pump and declined interest in an out-of-warranty loaner pump.